Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, "turn on and then off" was not reproduced. A review of the history log revealed "improper shut down!" Messages however, the event history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and off without user input. This occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.